Event description:
Same as case #6000089-2006-00757) post a coronary drug eluting stenting treatment was brought to the ccl emergently after experiencing an acute anterior wall mi. The 99% stenosed ostial lesion was located in non tortuous, non calcified left anterior descending (lad) artery. The lad measured 3.0mm. The target vessel was predilated with a 3.0x15mm balloon and a taxus liberte' 2.75x12mm drug eluting stent was placed in an overlapping fashion. Both stents were reported to be fully expanded post deployment and well apposed. The stents were post dilated with an unknown size balloon. The patient was discharged and aspirin and clopidogrel was prescribed for 9 months. About 1 1/2 months later the patient presented with chest pain and was brought back to the ccl where both stents were found to be occluded in the proximal lad. It was determined that coronary artery bypass was necessary and the patient was scheduled for surgery. In the opinion of the physician, the stent thrombosis was related to the device. This product is only ous approved it is similar to a marketed us device.